Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on 04/05/2013 have been overwritten. Review of the available black box and alarm history shows no eaw¿s associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. The pump is not detecting the correct force at 5 lbs. Removed pump cover and disassembled force sensor. No evidence of contamination found in force sensor housing. The force sensor resistance was found to be in specifications. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating when the patient was at school, he experienced a blood glucose (bg) value of 33mg/dl. The patient reportedly noticed dark circles underneath his eyes. The school nurse reportedly treated the patient with glucose tablets and juice. It was noted that the patient started puberty. Customer support (cs) reviewed the pump with the reporter and there were no issues noted with programming/settings on the pump. The pump reportedly emitted a "pump not primed" warning. Cs advised the reporter to the monitor the patients bgs and to contact the health care provider (hcp) if assistance is needed for bg management. This complaint is being reported due to the patient experiencing a hypoglycemic event while using insulin pump therapy. There was no indication that the pump caused or contributed to the reported event.